Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 8 atms initial inflation. The lesion being treated was a calcified, 99% stenotic lesion in the lad coronary artery. The maverick2 monorail balloon was led without difficulty to the target lesion with the help of the galeo guidewire. During application, the balloon inflated on the x-ray screen, and the contrast media was noted to be leaking around the balloon. No patient injuries or complications were reported. Patient status is reported as 'good'.